Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was currently 524 mg/dl. The customer did not mention any symptoms of the hyperglycemia; however, the customer treated with an insulin syringe. Troubleshooting was initiated for the hyperglycemia. There were no anomalies noted with the insulin pump and its corresponding treatment components. A high pressure test was performed and the insulin pump passed. No products were returned or replaced.